Event description:
It was reported that during device preparation, the pacemaker exhibited backup vvi pacing. The pacemaker was replaced. The patient was stable throughout.

Manufacturer narrative:
The reported complaint of device found in back-up vvi mode was confirmed. Device image indicated that reset error had occurred and caused the device to revert to backup mode due to unknown non-maskable interrupt (nmi). Product code was downloaded, and analysis was performed. Further analysis performed did not find any anomalies and displayed normal device characteristics. Backup/reset could not be reproduced during analysis.